Event description:
In 1993 in the month of november rptr had bypass surgery. At the time rptr was only 42 1/2 yrs. Old. As the months passed after surgery rptr noted that their recovery was very, very slow. Rptr had talked to pts 60 yrs old and older that had this surgery and within a year were doing quite well. After a year or so passed rptr noticed most importantly that they were having severe pain in both shoulders and shoulder blades, the mid back & also their spine. Also deep down bone pain in left side of chest. But, the reason rptr is writing FDA is the problem they are having with their memory. It's not there. Prior to the surgery rptr ran a 106 unit apt. Complex; sharp mind and memory. Now rptr can't retain anything from day to day. Rptr gets in their car and after a few blocks they have to stop and think. "Where am I going and how do I get there, even when I've been to this location before." "It's very frustrating." With a little help from their medical doctor they've been hunting for a new doctor. When taking a friend to a new referal doctor rptr started to ask him questions on this surgery and also to tell him their problems. Dr. Asked if rptr was aware that the heart lung machine used in the surgery can cause extreme memory loss. One because it does not filter the blood. Also if the oxygenation of blood to the brain was under oxygenated, rptr really doesn't understand it. But, is trying to fight disability on their problem. And this would help. "Plus medically for me it would help. My doctor might realize that I'm having real problems."